Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product labeling to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Initially reported that the pt was treated with zyderm 1 in acne scars on malar prominences, and now has raised, red, slightly indurated lumps which come and go. Diagnosed as a hypersensitivity reaction. Follow up findings note that the pt was considered by the physician as lost to follow up. Allergan has since received a recent call from the physician's office noting that they had received a call from the pt reporting intermittent flaring of the symptoms which may or may not be related to the collagen treatment. Pt has a history of cystic acne. Symptom duration has exceeded two yrs. Pursuant to an agreement between FDA and collagen corporation any symptoms throught to be related to hypersensitivity to bovine collagen that last longer than two yrs would be reported as a permanent injury.